Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 52 mg/dl at the time of incident. The customer stated that they treated the blood glucose with juice then the paramedics came and gave them glucose gel to bring the blood glucose up. The customer stated that they were able to bring the blood glucose up to 75 mg/dl. The insulin pump will not be returned for analysis.